Manufacturer narrative:
Model number/ catalog number: sc-8336-50, serial number: (B)(4), batch/ lot number: 20237617, model/ catalog description: coveredge 32 surgical lead kit 50 cm. Model number/ catalog number: sc-4316, serial number: n/a, batch/ lot number: 19936177, model/ catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an inadequate stimulation. The patient underwent a revision procedure wherein everything was explanted. The patient was doing well postoperatively.